Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the patient was at the emergency room (ER) and the bandage had come off (it was soaked). It was noted that the ¿wire is out¿. The doctor was contacted and stated that the controller worked and when the stimulation was increased the patient felt it. It was advised to the reporter that the devices were communicating. On (B)(6) 2017, it was reported by the patient that they were still bleeding but the physician was aware of the issue. There were no further complications reported or anticipated.